Event description:
It was reported that during a selective carotid artery study, thrombus from the catheter embolized. The pt started to experience a stroke. Lytic therapy was performed. The pt status is listed as "stable".